Event description:
It was reported to medtronic neurosurgery that the strata valve was explanted after four months of use because the neurosurgeon thought it was not flowing.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent. Proteinaceous debris was observed within the interior of the valve. The valve met all of the requirements for the leakage, siphon, reflux, pressure-flow, and preimplantation tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.